Event description:
Reporter alleged obtaining a result of 273 mg/dl on the advantage system with strips stored outside of the vial. Product labeling advises that strips should be stored in the capped vial. Reporter stated he took 8 units of humalog based on the reading and ten minutes later he was sweaty, then unresponsive before passing out. Reporter stated his wife called the paramedics who gave him glucose gel and sugar. No other actions were reported taken or treatment received. A request was made for the return of the suspect system.